Event description:
Reporter alleged blood glucose readings have been erratic and glucose had measured "hi" at 2:01 pm back to back with a result of 101 mg/dl taken at 2:10 pm. No actions were taken or treatment received reportedly. A request was made for the return of the suspect device and replacement product was sent.